Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2007) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "the left inguinal canal is approached by a left inguinal incision. Two perfix plugs (device 1 and 2) were placed using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia and right direct inguinal hernia thereby underwent repair with the implant of two 3dmax meshes (device 3 and 4). Per op notes, "noted to be adhered to the mesh. There was rolledup mesh noted within the left sided inguinal region. The entire rolled-up mesh had also somewhat contracted and was densely scarred into the cord structures. Two large 3dmax mesh (device 3 and 4) were placed on both left and right side of the inguinal region using tacks. "